Event description:
In 2005, the pt was surgically treated for an aortic aneurysm with four (4) gore excluder aaa endoprostheses. In 2007, a CT scan showed a persistent type ii endoleak. In 2008, an endovascular reintervention was performed. A gore excluder aaa endoprosthesis aortic extender component was implanted. The type ii endoleak was resolved. The pt tolerated the procedure. Approx two months later, a persistent type I endoleak (unk test) was noted. The pt has not returned for further treatment. No further info will be available.

Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. A review of the manufacturing records for the device verified that the lot met all pre-release specifications. Please note additional devices implanted were: pxt281218, pxa280300, pxa280300.